Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to use different adapters and cables did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that a replacement pump with updated software would be sent, and they would use multiple daily injections (mdi) as backup therapy in the interim. Technical support ensured all necessary instructions and steps for returning the problematic pump were understood by the customer.